Event description:
It was reported to philips that the frontal image processing computer failed to boot up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced both the image discs of image processing computer which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary planned treatment got delayed and completed after repairing the system immediately. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed low disc space error. Review of the system log file showed malfunction related to frontal ippc. Upon troubleshooting, fse found that the ippc disk failed at the time of boot up. To resolve the issue, fse replaced both the image discs of ippc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.